Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The totally occluded, 20mm x 2.75mm, concentric target lesion containing a >=90 degree lesion bend was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.75x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and tactile examination found that the hypotube was kinked 6mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The investigator observed that the rows of struts at both the proximal and distal ends had been raised and misaligned. The distal stent damage is consistent with the stent meeting resistance during the advancement of the device while the proximal stent damage is consistent with the stent meeting resistance during the withdrawal of the device. The tip od measured was within specifications. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).